Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll 21ga 1-1/4in mx bun stopper was defective / damaged. The following information was provided by the initial reporter translated from spanish to english: at the moment of prime the health professional notices that the plunger is deformed. Additional information - the photo samples provided show damage to the rubber stopper, but have you received a complaint related to the deformation of the plunger? Yes, it is on the material. - date of the event? The one that marks the 6th of august event.

Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during production of batch 3198206. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. We have notified manufacturing personnel of your experience to increase awareness of this matter.

Event description:
No additional information.